Event description:
It was reported in a literature publication that a retrospective review was conducted of the clinical and radiographic records for all patients with charcot spinal arthropathy (csa) treated at a single institution. One patient presented with a prior spinal cord injury at t6, and fusion t5-l4. The patient suffered a trauma 9 years after the initial fusion, presented with pain, and was diagnosed with a csa at l4. The patient underwent a posterior column-only instrumented fusion from t5-ilium to treat the csa. 7 months after the t5-ilium fusion, the patient developed a pseudoarthrosis and hardware failure at l4 and required a revision surgery. The revision was performed t5-ilium.

Manufacturer narrative:
Literature article citation: jacobs et al. Surgical management of charcot spinal arthropathy: a single-center retrospective series h ighlighting the evolution of management. J neurosurg: spine; august 31, 2012. (Doi: 10.3171/2012.7.spine111039). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.